Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not confirm the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc considered from evaluation by olympus repair center that this phenomenon attributed to the broken bending section. The exact cause of the broken bending section could not be conclusively determined. However, omsc surmised from a past similar event that excessive stress was applied to the bending section by the user handling. The instruction manual provides preventive measures against the reported failure mode. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. There was leaked from angulation rubber. Angulation of the device was out of specification. Bending tube was dented, deformed, or snapped. Adhesive of the bending section rubber was detached, chipped, cracked, or had a burr. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
When the user turned the distal end of the device, the user found that there was leaked from the distal end. There was a possibility that the metal tube of the bending section was protruded on the outer surface of the bending section rubber. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.